Manufacturer narrative:
Summary of the investigation: the review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. The review of available patient files confirmed the electrical issues reported. Since the implementation of the system (device and lead) on (B)(6) 2023, noise episodes have been detected by the device only on the rv coil-can channel, which may also suggest and suspect a potential connection issue. The x-ray provided corroborate a potential lead-to-lead issue (contact between the two leads) or a micro/dislodgement. Nevertheless, a connection issue cannot be excluded with certainty since the x-ray provided shows that the tip of the ventricular lead seems not to be protruded " the tip is not perceptible ". Based on the available information, the lead dislodgement remains the most likely high hypothesis occurring due to external factors, such as patient physiology or physician preferred implant site. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly, a progressive but non linear increase of vd coil continuity from 300 to 1000 ohms. No significant variation on the ventricular threshold, impedance and sensing. The remote monitoring schedule is adjusted to a weekly report. They will monitor the patient and will not re-intervene for the moment.